Event description:
Additional information was provided that a lead revision was performed due to the out of range impedance measurements. During the procedure, the physician noted that the pace/sense portion of the rv lead was not completely through the header. This was resolved during the procedure without further noted issue. No adverse patient effects were reported.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited out of range right ventricular (rv) impedances of greater than 2,000 ohms. Boston scientific technical services (ts) discussed considering performing isometrics and pocket manipulation and record the impedance values during testing to see if out of range measurements were obtained. It was reported that the presenting electrogram (egm) revealed no episodes of noise. Additional information was provided that there were no other clinical observations and the patient will continue to be monitored via latitude. Additional information was provided that the patient was brought into the office and a slight amount of noise was able to be produced on the shock channel only when the patient was raising their arm. Ts discussed additional troubleshooting options. It was reported that a chest x-ray was performed, which did not reveal anything unusual. The patient is scheduled for a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.